Manufacturer narrative:
During servicing on 5/10/2023, the autopulse platform (sn (B)(6)) stopped compressions repeatedly due to fault code 27 (encoder fault). The root cause of the fault was a power distribution board (pdb) failure, likely attributed to the age of the device. The autopulse platform was manufactured in june 2015 and is 8 years old, well past its expected serviceable life of 5 years. During visual inspection, the front and bottom enclosures were observed to have multiple cracks in the screw well area and the top cover was cracked at the lower corner on the patient's left-hand side. The observed physical damages appeared to be the characteristics of harsh impacts due to user mishandling. The front and bottom enclosure and top cover were replaced to address the damage. Also, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to address the observed problem. The autopulse platform passed the functional testing without any fault or error. During service, the autopulse platform (sn (B)(6)) stopped compressions repeatedly due to fault code 27 (encoder fault). The pdb was replaced to remedy the issue. Following replacement of the pdb, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for autopulse platform with serial number (B)(6).

Event description:
During servicing on (B)(6) 2023, the autopulse platform (sn (B)(6)) stopped compressions repeatedly due to fault code 27 (encoder fault). No patient involvement.